Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the black box starts on (B)(6) 2015. The pump was used after the original complaint date; all histories and black box data for event have been overwritten. A rewind, load and prime sequence was performed successfully with no eaw¿s. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas to report that she filled a cartridge to 200 units before rewinding the pump without disconnecting infusion set from her body and after priming and bolusing 1.10 units, she only had 123 units left in the cartridge and could not account for the 60-70 units of missing insulin. During the call, the patient was advised to go to the ER as she was not certain if she inadvertently received the insulin. At the time of the initial call, the patient denied experiencing a low blood glucose excursion. During a follow-up call with the patient, the patient confirmed she went to the ER and was advised to eat dinner and drink orange juice. The patient stated her lowest blood glucose was at 100 mg/dl and denied developing any symptoms in the 5 hour period since the event occurred. Review of prime history revealed that the patient primed 0.5 units and did a fill cannula of 0.40 units. The patient informed the animas representative that she thought but was not absolutely sure she filled cartridge to 200 units. This complaint is being reported because the patient sought medical intervention to prevent a low blood glucose excursion.